Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that the doctor placed the palindrome catheter in his pt and the pt complained of the hub cracking and small amount of blood leaking out. Dr. (B)(6) removed the palindrome to provide the sample to us but tried to fix the hub with some kind of glue/bond, which did not work. Dr. (B)(6) removed the palindrome and replaced it with another catheter.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.